Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer's stylus and printer were not working. It was indicated that the printer switch was broken. It was also confirmed that the analyzer cover was missing. It was indicated that the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's printer and stylus were not working and that the programmer was missing a cover for the analyzer slot. The programmer was returned for service. No patient complications have been reported as a result of this event.